Manufacturer narrative:
In this case, the returned device analysis confirmed the reported knot on the lock line and the resulting inability to remove the lock line as a knot was observed on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported events. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the difficulty to remove the lock line appears to be the result of the reported knot. However, a cause for the knot could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the lock line and knot. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when retracting the lock line (ll), resistance was met after 30-40cm of the line was pulled. Tension was released from the cds and a second attempt was made to remove the ll; however the ll could not be removed. The clip was opened and inverted, and the cds was removed. A new cds was used without issue, reducing mr to 2. Outside the patient anatomy, the ll was again attempted to be removed however was unsuccessful and it was suspected that there was a knot in the line. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.